Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an iris burn was observed while using an active sentry handpiece supported with phaco emulsification tip (phaco tip) during performing the phaco mode of a dense grade four cataract surgery (with intra ocular lens implantation) with incision size of normal 2.4 millimeter (mm). It was suspected that either the sleeve was not protecting from thermal injury or the shaft of tip was having contact with the iris cause the burn. There was a mild iris defect but no impact to the patient. There was no requirement of any surgical or medical intervention too. This report pertains to sleeve of the procedure pak involved in reported events.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for further root cause evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. The image was assessed but no failure mode could be ascertained from the image. No further investigative or manufacturing actions are warranted at this time as the root cause could not be conclusively determined. Current tracking indicates no adverse trend for this lot for this event. After final assembly, each cassette undergoes a leak and flow test to mitigate recurrence of this observed issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.